Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen delaminated and the device was not functional, and the patient was advised to back up therapy and switch off the device using the shutdown process. Symptoms included no reported changes in blood glucose levels. Outcomes included shipment of a replacement ilet and instructions to return the original, with notification that data would not transfer and that the patient could continue cgm use via the dexcom app or receiver. Investigation included remote troubleshooting and confirmation that the unit should be shut down to avoid further alerts. Investigation of this device revealed a screen delamination affecting the pump¿s usability and necessitating replacement. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to the display assembly.